Event description:
It was reported that during an unknown procedure while using the device there was an error code 5 displayed. Another device was used to complete the procedure. The clamp on the device broke when the device was being returned to affiliate office. There was no patient consequence reported.